Event description:
Same case as MDR ID: 2134265-2015-04244, 2134265-2015-04245 and 2134265-2015-04246. (B)(4). It was reported that myocardial infarction (mi) occurred. In (B)(6) 2015,the patient's qualifying condition was stable angina. The electrocardiogram (ECG) and the index procedure were performed. The target lesion was located in the proximal right coronary artery (rca) with 100% stenosis and was 100mm long. The lesion was treated with pre-dilatation and a 2.50x38mm promus premier¿ stent which resulted in a non-occlusive dissection grade c, distal to the target lesion that required intervention. The dissection was treated with a 2.25x12 mm promus premier¿ stent. The lesion was also treated with two additional promus premier stents: a 2.50x38 mm and 2.75x20 mm promus premier¿ stent. Post-dilatation was performed, resulting to 0% residual stenosis. One day post procedure, the patient experienced mi. The location was not identifiable, ECG was not performed and no action was taken. On the same day, the event was considered resolved and the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).